Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2008- the pt was implanted with a bard flat mesh for pelvic repair. The attorney's report alleges. Add'l medical/surgical treatment, nerve damage, permanent injury, defective device.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The pt's attorney did not allege a specific device failure or pt injury and medical records have not been provided. We have contacted the initial reporter to request add'l info and to request return of the device for eval. A MFR review was performed and found no evidence of a mfg related cause for the alleged event. If add'l event and/or eval info is obtained, a follow up MDR will be submitted.